Event description:
It was reported that following an occlusion in 2013, it was found that the patient did not need the pump, only a healthcare provider (hcp) who could safely remove it. The drug being delivered in the pump was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).